Event description:
Patient self tester called alleging discrepant inratio values. (B)(6) 2015 lab 5.4. (B)(6) 2015 inratio 1.7 one day between tests. Warfarin held on (B)(6) 2015 by the md based on the lab value of 5.4. Previous inratio value of 1.9 was received on an unspecified date prior to (B)(6) 2015. Unknown if any dosage was increased based on this value. Patient's therapeutic range 2.0 - 2.5. No additional information available.

Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to have gout. Acute and chronic inflammatory conditions were identified as conditions that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. Root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation/conclusion update: it is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to have gout. Acute and chronic inflammatory conditions were identified as conditions that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. Since the meter was not returned, the impedance curve associated with the discrepant result could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. Root cause is unable to be determined at this time without product return. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Corrections to follow-up #1: device returned. Investigation/conclusion updated: the meter associated with the complaint was returned and investigate. The customer's complaint of discrepant low results was not confirmed during in-house testing. Retain strip testing on the returned meter met both accuracy and strip repeatability criteria. The returned meter met functional and thermistor testing requirements during investigation. A review of in-house retain strip testing was performed. Retain strip testing results for lot 354357 met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot used by the customer (354357) did not uncover any relevant non-conformances. The lot meets release specification. A review of the manufacturing records for the lot used to test the customer's returned meter (362568a) did not uncover any relevant non-conformances. The lot meets release specification. Certain relevant conditions (e.g. Low hematocrit, sepsis) can contribute to discrepant inr results. The patient was reported to have gout. Acute and chronic inflammatory conditions were identified as conditions that may contribute to a discrepant inr result. A notification letter has been sent to customers to inform them of these patient conditions. The impedance curves associated with the customer's discrepant inr results could not be retrieved from the meter memory. Due to this, the impedance curves associated with the discrepant results could not be analyzed for characteristics of a weak-slope change. An impedance curve with a weak-slope change has been identified as contributing to a potential discrepant result. The customer's inratio inr results were not within the last 4 impedance curves of the returned meter's memory. Root cause is unable to be determined as only up to the last 4 impedance curves can be retrieved from the meter memory. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.